Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate that the subject meter read "greater than 15% different from the lab"; however, did not recall if it read higher or lower. The reporter was unable to provide the readings obtained on either the subject meter or laboratory device. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.